Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d5; g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided. Review of the available records identified the following: single ap pelvis demonstrates bilateral total hip arthroplasties with screw fixation of the left acetabular cup. Asymmetric position of the left femoral head within the acetabular cup suggest polyethylene wear. Radiolucency along the bone cement interface of the proximal femoral component consistent with loosening. A definitive root cause cannot be determined. Based on the mmi report, the complaint is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: device implanted 2008 or prior. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision due to superior wear of the liner. Liner and acetabular screw were removed. Attempts have been made and no further information has been provided.